Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched lcd window, cracked case display window corner, battery tube threads, reservoir tube, and broken reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 146mg/dl. No further information was provided.